Event description:
Laser malfunctions after working fine previously. The laser made an unusual noise, and there were no more laser shots being fired. Physician was unable to complete the laser lithotripsy. Physician was unable to complete the lithotripsy and decided to place a ureteral stent. Physician made decision to complete the procedure another time. No injury to patient.